Event description:
It was reported that a new user on their first week with the ilet made multiple incorrect meal size announcements and maladapted the meal algorithm, leading to a reported blood glucose of approximately 50 mg/dl that was treated with oral glucose. The user was provided guidance to perform a factory reset and reconnect the phone and ilet, with education on best practices provided. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to announcing incorrect meal sizes. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.